Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. Please clarify an ethicon product name/code and lot number? If applicable, will product be returned, return date, tracking information? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset date of pain from the initial procedure? Location and character of pain? Onset date of stress incontinence recurrence? Is stress incontinence worse, better, or returned to the same? Please provide date and surgical findings of mesh removal procedure? Was any deficiency or anomaly of the mesh? If yes, please describe it. Was the pain resolved after the mesh removal? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. It was also reported that the patient with mental health problems experienced chronic pain with recurrent stress incontinence. As reported, pain was affecting her mental health. Complete removal of the mesh was performed. Additional information has been requested.